Event description:
Meter name: surestep original. Strip name: unknown. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "weak, want to fall down." The patient reported that pt was unable to get results from pt's meter. The meter allegedly was not powering on. There was no result obtained from the meter. There were no results reported from any other source. There was no comparison between the patient's meter and any other device. Treatment was with insulin. No further information has been reported.